Event description:
Healthcare professional reported "extracapsular implant rupture, baker I-ii degree capsular contracture" via ultrasound. This record is for the "left" side. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: - rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.